Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users experienced login issues during critical override while the network was down. A technical support specialist (tss) reviewed the reported login issue during critical override and determined that multiple stations had been operating in critical override due to delayed communication. The tss was unable to identify a specific cause based on the available information. The customer advised that additional details could not be provided at that time and confirmed approval to close the case. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server system users experienced login issues during critical override while the network was down. However, there was no delay and adverse events or injuries reported based on this event.